Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the position was changed several times during the implant, but the lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.